Event description:
A physician report from USA that involves a male patient (age not reported} who experienced tgx sleeve strand-oncura seed migration issue and slightly more dysuria than expected after low dose rate brachytherapy treatment with iodine i125 seeds (rapid strand rx sleeve) implant for the indication of prostate cancer. Concurrent medical conditions/past medical history included prostate cancer. Concomitant medications not provided. On (B)(6) 2014, the patient received a low dose rate brachytherapy treatment with rapid strand rx i125 seeds (lot number not known). Two fluoroscopic images were supplied for the patient. The first is the immediate post implant image which shows a uniform spread of seeds within the prostate in keeping with the expected appearance of such a procedure. The second image corresponds to a fluoroscopic image annotated (B)(6) 2014, 07-51, and acquired almost 2 months after the implant. Two features of the image are striking. Firstly that there are more seeds visible on the second image than on the first one. Secondly on the lower left hand side of the image that there are a series of 5 or 6 seeds that are not within the expected area of prostate anatomy. The reporter stated that prior to the acquisition of the second fluoroscopic image, the patient had undergone CT post implant dosimetry and the seed/strand migration had been discovered. In order to compensate for a "cold spot" in the right anterior aspect of the gland, extra seeds were implanted by means of a mick applicator. This explains the discrepancy between the implant seed count and the seed count on the second fluoroscopic image. The reporter stated that at the time of the re-implantation, a cystoscopy was performed by a urologist in order to ascertain the position of the migrated seed/strand. The reporter stated that it was located in the penis in proximity to the verumontanum but that it was not possible to retrieve the strand as it was sub epithelial. Currently the position of the migrated seeds/strand is not known and the patient is soon to undergo a CT scan to verify. After the implant the patient presented with "slightly more dysuria than expected." The patient has been advised that due to the position of the migrated seeds/strand a risk of urethral stricture exists which may require urethral dilation. The patient is sexually active and reported sexual intercourse 2 weeks 1 day after the implant.

Manufacturer narrative:
Quality assurance investigation has been initiated. Evaluation summary: whole strand migration is an undesirable and unusual occurrence as a result of prostate low dose rate seed implantation for localised prostate cancer. If not identified the absence or change of location of seeds in the prostate tissue due to migration may cause a cold spot which could compromise the efficacy of the treatment. Additionally the presence of seeds in unplanned areas of the prostate or neighbouring structures may give rise to unexpected morbidity. Risk assessment only the documented case of the patient whose images were received will be analysed in this risk assessment. Stranding of seeds with bio absorbable sutures was developed 20 years ago to reduce seed migration and improve implant dosimetry. Rsrx can be stranded with two types of stranding material at the customer's request: a bio absorbable braided suture composed of 90/10 (glycolide l- lactide) for which absorption occurs in 56-70 days. A bio absorbable monofilament sleeve composed of 20/80 (glycolide l- lactide) for which absorption occurs in 140 -180 days. The first type of stranding material is the same as that used for ge/oncura's product rapid strand (imc 7000) . It has been in use for many years and no confirmed reports of whole strand slippage have been documented. The rapid strand instruction for use states that stranding of seeds decreases, but does not necessarily eliminate, the risk of seed migration. Whole strand slippage has been described in the medical literature using the monofilament sleeve type stranding material. Ge has received 4 complaints since (B)(6) 2012 in this regard. ((B)(4)) the implant performed on the 6/20/2014 was identified as dosimetrically suboptimal on post implant dosimetry due to the migration of one or more strands. Although this was rectified by means of re-implantation with loose seeds, if such an incident were to occur without being opportunely diagnosed, the efficacy of the treatment could be compromised by not assuring the delivery of the prescription dose to all areas of the prostate. The images furnished by the complainant clearly show that at least one strand has migrated out of the prostate and subsequent cystoscopy was reported to show that the strand was located in the sub epithelial tissue of the verumontanum. Attempts to remove the strand proved fruitless. As the half-life of iodine 125 is 59.4 days, acute radiation effects can be expected for approximately 1 year after implantation. The most common of these is urethral stricture which has been described in the literature as a common side effect of both brachytherapy and external beam radiotherapy. For this reason one of the tenets of radiation dose planning for prostate cancer is to limit the peri urethral dose to minimise urethral morbidity. Urethral stricture is treated by urethral dilation, an interventional procedure usually performed under general anaesthesia.